Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose. No blood glucose readings were reported. The customer stated that he tried several times to treat the high blood glucose with the insulin pump but he could not. He then went to the emergency room. The customer stated he did not feel healthy enough to troubleshoot at the time of the call.